Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not pacing, even though the patient was in a very slow ventricular escape rhythm. When the ICD was interrogated with the version 2.7 software, pacing resumed. The patient had previously been followed using only version 2.6 software.